Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration) 15-17 mg/day via an implantable pump. Indication for use was non-malignant pain and lumbar radiculopathy. The date of the event was (B)(6) 2016. It was reported that on (B)(6) 2016 the patient heard an alarm but the patient did not know what it was. The personal therapy manager (ptm) had a code of 8286 (empty reservoir). It was unknown if the patient was due for a refill. No medical symptoms were reported. The patient planned to follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.